Manufacturer narrative:
D2b - additional pro code (product code): lit. G4 - additional premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous iliac artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.